Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. A review of both the device history record and product family complaint trend is in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation on august 21, 2007, that an esophageal dilation procedure, using a cre balloon dilation catheter, was performed in 2007, (pt age, gender, and weight unk). According to the complainant, after the dilatation was completed with the dilatation catheter, the balloon would not deflate enough to be withdrawn into the scope. The scope was removed from the patient and the physician cut the balloon outside of the patient. At the conclusion of the procedure, the patient's condition was reported as "stable".